Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,post- operative a laparoscopic sleeve gastrectomy, hematoma appeared on the staple line. This resulted to patient rehospitalization.